Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "something hard, as if it had torn, erupted".

Event description:
Patient reported left side "something hard, as if it had torn, erupted". Device remains implanted.